Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 324 mg/dl and 112 mg/dl, 191 mg/dl and 104 mg/dl. Customer obtained the sets of readings at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.